Event description:
Additional information: no alarms associated with the motor failure were reported. The system was in use on a patient when the alarm was observed. Both the console and motor were exchanged. The patient did not experience any adverse consequences.

Manufacturer narrative:
Section b5, d10, h3, h4, h7, and h9: additional information. Manufacturer's investigation conclusion: the reported event of a motor failure was confirmed. Log files were downloaded from the returned centrimag console and a test centrimag console. Multiple alarms with motor-related sub-faults were observed on 02mar2020; however, the system was not observed to be in patient use during this time. Events from the event date, (B)(6) 2020, were not observed throughout the data. Within the data from the test centrimag console, the motor was observed to atypically stop after operating at ~5000 rpm during testing on 20jul2020. Atypical alarms with motor-related sub-faults also occurred during this time. The returned centrimag motor was functionally tested with known working test equipment. The motor caused the test centrimag console to alarm within an s3 alert upon being connected. The motor¿s wires were measured, and a short was observed within its cable. Due to the cable being irreparable, the motor was scrapped. The root cause of the reported motor failure was a short within the motor¿s cable; however, the root cause of the damage to the motor¿s cable was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor serial number (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including motor and s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h7/h9: further investigation revealed a damaged solder joint within the motor causing the reported event, instead of an issue with the motor's cable cable/conductors. The recall/fsca no longer applies to this event. Manufacturer's investigation conclusion: the reported event of a motor failure was confirmed. Log files were downloaded from the returned centrimag console (serial number (B)(6) ) and a test centrimag console. Multiple alarms with motor-related sub-faults were observed on 02mar2020; however, the system was not observed to be in patient use during this time. Events from the event date, (B)(6) 2020, were not observed throughout the data. Within the data from the test centrimag console, the motor was observed to atypically stop after operating at ~5000 rpm during testing on (B)(6) 2020. Atypical alarms with motor-related sub-faults also occurred during this time. The returned centrimag motor (serial number (B)(6) ) was functionally tested with known working test equipment. The motor caused the test centrimag console to alarm within an s3 alert upon being connected. The motor¿s wires were measured, and several open loops were observed within the cable¿s measurements. Upon further testing, it was revealed that there was an intermittently loose connection within the lemo-motor connector. The connector¿s housing was opened, and the one of the wires (agnd) immediately broke off its soldering pin upon slight manipulation. Due to the cable being irreparable, the motor was scrapped. The root cause of the reported motor failure was a bad solder joint, which caused a loose connection within lemo-motor connector; however, the root cause of the damage to the lemo-motor connector was unable to be conclusively determined through this analysis. A manufacturing task was created in order to address this issue. Review of the device history record for centrimag motor serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including motor and s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
(B)(4). It was reported that there was a centrimag motor failure.